Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.the sam 350p passed ¿out qat from heartsine technologies on the 24th october 2017. Corrosion on the membrane tail, due to suspected storage outside the indicated conditions. Multiple manual power ons were recorded in the device history between the 25th september 2018 and the 18th october 2018. These manual power ons would indicate the device was switching itself on automatically, as per the reported fault. The fault was traced back to corrosion on track 13 of the membrane tail.subsequent to clearing the corrosion on the membrane tail, the j11 measurements and the current drain returned to a level comparable with a known good unit. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail, would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity). However, this could not be verified by other means.it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device switches on automatically. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically. There was no patient involved in this event.